Event description:
It was reported that the patient presented in clinic. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing which caused inappropriate automatic mode switch. No intervention was performed. The patient had no adverse consequences due to the event.